Event description:
It was reported that during an attempted implant, the lead would not fully set into the header. The physician could not engage the set screw the device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly could not be reproduced in the laboratory. Test leads were able to be properly inserted into the header. The atrial is-1 set screw and septum were normal with no foreign material. The atrial is-1 bore diameter was measured and found to be within specification.